Event description:
It was reported that the customer was hospitalized for high blood glucose. Troubleshooting was performed. The programming and time on the insulin pump were correct. Ran a fixed prime test and the device passed the test. Performed a high pressure test and the device failed the test twice. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.